Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus caused by a brain infection. The patient had been in a coma before and after the implant procedure and was hospitalized. A CT scan was done on (B)(6) 2018 and the doctor indicated that the pressure setting should be adjusted from 1.5 to 1.0. The pressure setting was adjusted two days later on (B)(6). On (B)(6), the patient underwent a CT scan and the doctor indicated the drainage was excessive and the pressure setting needed to be readjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no malfunction of the device. At the time of the report, the patient was still in a coma.